Manufacturer narrative:
The device will not be returned as it was discarded after used. Base on the reported information there were not any device issue during the use. The events occurred in post procedure and cause was unknown. Additional information has been requested regarding this case. Should the requested information become available a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a clinical study that a patient had intracranial hemorrhage at contralateral hemisphere between 16 to 24 hours after a revascularization procedure. This patient deceased 11 days post procedure. It was reported the patient has history of hypertension. Upon arrival to the hospital, the patient. Had occlusion at m1 segment of the right middle cerebral artery. This patient's modified treatment in cerebral infarction (mtici) score was 0, no perfusion of the affected artery. The patient was treated with intravenous recombinant tissue plasminogen (rtpa) and mechanical revascularization of the right middle cerebral artery m1 segment. Post procedure, it was reported that patient had improved mtici of 3, complete perfusion. Between 18 to 24 hours post mechanical revascularization, it was reported the patient had intracranial hemorrhage at contralateral hemisphere. The hematoma at the right frontal parietal lobe measured 67 mm x 46 mm causing mass effect and midline shift of 7 mm to the right hemisphere. The patient deteriorated and was put on mechanical ventilation. It was reported there was no improvement after intervention, and the patient deceased 11 days post procedure.